Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 72", "pacer disabled" and "defib disabled". There was no pt involvement in the reported malfunction.